Event description:
The manufacturer became aware of an allegation from a user that her face was breaking out from the use of the dreamwear under the nose nasal cushion when wearing the mask nightly. The user stated that her face would be red, swollen and a rash would appear where the mask touched her face. The user stated she had visited a dermatologist and had to use prescription steroid cream on her face to clear the redness and rash. The user was not willing to try other masks due to being very claustrophobic and she has a history of allergies and sensitivities to products. User discarded her mask. The user no longer wears her CPAP device. No product will be returned for investigation. This report will be filed as an initial-final report. The manufacturer concludes no additional follow up is necessary.

Manufacturer narrative:
Additional information was received on nov 11 , 2024 and section h10 should be reported as: tthe manufacturer became aware of an allegation from a user that her face was breaking out from the use of the dreamwear under the nose nasal cushion when wearing the mask nightly. The user stated that her face would be red, swollen and a rash would appear where the mask touched her face. The user stated she had visited a dermatologist and had to use prescription steroid cream on her face to clear the redness and rash. The user was not willing to try other masks due to being very claustrophobic and she has a history of allergies and sensitivities to products. User discarded her mask. The user no longer wears her CPAP device..there was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction section h6 was corrected and updated